Event description:
The device was returned to the service center with a report from the customer contact of no power. This does not indicate a reportable malfunction. However, during verification testing at the service center, the device was received with s321 (motor error-pmc, left) and s421 (motor error-pmc, right) malfunction alarm codes.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.